Event description:
Procedure performed: vnotes hyste bs. Event description: eb212 being used for a vnotes hyste bil. Salp. Device used in routine fashion to seal and divide tissue, mobilize uterus and tubes as one. " (B)(6) 2025 8:15am text from [name] that the patient had a bleed from luterine. Tlc (text): ""hey [name]. Letting you know that unfortunately the vnotes patient had to go back to theatre for bleeding from the left uterine this morning. The case itself was fairly straightforward with no bleeding concerns at the time. So, there will be questions around the sealing ability of the device with this delayed bleed"". Ms (text): hi [name], sorry to hear that, and I hope the patient is ok. Are you free for a call"" incoming call [name]- patient ok, stable. [Name] saw patient at 5am, patient unstable and complaining of a sore belly, needed a lap procedure. He reiterated he thought it was one of his most straightforward cases, maybe in the 'top 5'. There was no bleeding at closure, so this is a delayed bleed and there will be a question mark around the sealing power. He said for transparency he will need to let the clinical director know as there is a concern about the sealing capabilities. " clinical impact: as above, patient was unstable and complaining of abdomen pain. After lap procedure patient is stable. Reason for disposing of the device: case occurred yesterday, around 1:30-2:30pm, friday (B)(6), while the event did not become known until the next morning around 5am. 22.09.2025 additional information received from the surgical specialist via email: the hospital contact is [nurse], and the date in my description is incorrect - it should read (B)(6) 2025 8:15am. The case was friday (B)(6), and the text message was sat (B)(6). We cannot find the lot number, as the box was discarded on friday night, and there are no scanned/electronic records. He subsequently confirmed that case was (B)(6) and text was (B)(6). Intervention: additional intervention - lap procedure this morning to deal with bleed. Patient status: patient is stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vnotes hyste bs. Event description: eb212 being used for a vnotes hyste bil. Salp. Device used in routine fashion to seal and divide tissue, mobilize uterus and tubes as one. " (B)(6) 2025 8:15am text from (B)(6) that the patient had a bleed from l uterine. Tlc (text): ""hey (B)(6), letting you know that unfortunately the vnotes patient had to go back to theatre for bleeding from the left uterine this morning. The case itself was fairly straightforward with no bleeding concerns at the time. So, there will be questions around the sealing ability of the device with this delayed bleed"". Ms (B)(6): hi (B)(6) sorry to hear that, and I hope the patient is ok. Are you free for a call"" incoming call (B)(6) patient ok, stable. (B)(6) saw patient at 5am, patient unstable and complaining of a sore belly, needed a lap procedure. He reiterated he thought it was one of his most straightforward cases, maybe in the 'top 5'. There was no bleeding at closure, so this is a delayed bleed and there will be a question mark around the sealing power. He said for transparency he will need to let the clinical director know as there is a concern about the sealing capabilities. " clinical impact: as above, patient was unstable and complaining of abdomen pain. After lap procedure patient is stable. Reason for disposing of the device: case occurred yesterday, around 1:30-2:30pm, (B)(6), while the event did not become known until the next morning around 5am. 22.09.2025 additional information received from the surgical specialist via email: the hospital contact is (B)(6), and the date in my description is incorrect - it should read (B)(6) 2025 8:15am. The case was friday ((B)(6)), and the text message was sat ((B)(6)). We cannot find the lot number, as the box was discarded on friday night, and there are no scanned/electronic records. He subsequently confirmed that case was (B)(6) and text was (B)(6). Intervention: additional intervention - lap procedure this morning to deal with bleed. Patient status: patient is stable.

Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up will be provided upon completion of the investigation.